Event description:
It was reported that telemetry confirmed a critical alarm was occurring; safe state occurred. Reset occurred - low battery; (B)(6) 2012. It was noted there was a change in therapy effect. The patient experienced withdrawal, increase in tone, tachycardia and an increase in tremors. It was noted that a rotor study and dye study were not performed. It was reported that the pump was replaced indicating prophylactic removal of pump to avoid in-vivo battery depletion. The patient outcome was reported as "recovered without sequela." The drug in the pump was compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: programmer # 8840 serial# unknown. Analysis of the pump revealed pump/battery/high resistance. (B)(4).